Event description:
It was reported that the pt having increased seizures in the last month above pre-vns levels. Vns has definitely helped with her seizures, though. Diagnostics were taken and showed high impedance. Pt did not have any trauma, accidents, or manipulation reported. Physician turned the device off on (B) (6) 2009. X-rays were taken and reviewed by the physician, but no anomalies were noted. Attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.